Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not replicate the reported issue. The device was tested at 60 bpm and worked perfectly. The fse recommended discontinuing the use of aftermarket lead connections and advised replacing the lead set to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the device does nothing but ring brady and asystole inaccurately. Needs tested. It is unknown if the device was in use at time of event, and there was no adverse event reported.